Manufacturer narrative:
Occupation: hvc inventory control lead. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that upon opening a rosch-uchida transjugular liver access set, the user discovered a rust spot on the tip of the needle. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: an issue was reported with a rosch-uchida transjugular liver access set (rups-100) from lot 14189787. The tip of the needle appeared to have a rust-like spot on the surface. Cook became aware of this event on 21dec2021 upon being notified by yale new haven hospital. The device did not make patient contact. A new set was opened to complete the procedure. Reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instruction (mi), specifications, and instructions for use (IFU), as well as a visual inspection of the returned device and inspection of unused product, were conducted during the investigation. The device was returned opened but prior to use. Rust-like discoloration and corrosion was noted along the surface of the stylet. Scanning electron microscopy (sem) and energy-dispersive spectroscopy (eds) were performed on the returned sample. It is feasible to suggest that remnants of the solder and flux found on the discolored areas contributed to the observed corrosion. Cook has concluded that the device was not manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed one potentially related nonconformance where a device was scrapped due to loose foreign matter. A review of the DHR for the related subassembly lot revealed no recorded non-conformances relevant to the failure mode. Additional final lots comprising of subassembly lots sa13795906 and sa13799877 were reviewed. Five other final lots were found; however, no other complaints were noted from these lots. Additionally, returned rups devices from other previous complaints and inventory at a distribution center were examined for traces of rust. No evidence of rust was found on any of these additional devices. A database search revealed no other complaints from lot 14189787 at the time of investigation. Considering this information, there is no evidence that additional nonconforming product exists in house or in the field. This event is likely to be an isolated incident so containment will not be submitted. Cook also reviewed product labeling. Instructions for use (IFU) document t_rups_rev4 [rosch-uchida transjugular liver access set] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: "how supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the available information, inspection of the returned device, and the results of the investigation, a possible root cause for this event could be a manufacturing deficiency. It is possible that traces of the solder and/or flux remained on the device causing corrosion and the observed discoloration. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was provided via a medwatch. It was reported that the event occurred in the hospital's electrophysiology lab during preparation. Upon device inspection, it was noted that the needle of the access set appeared to have a rust spot on the proximal tip. The access set was removed, and a new set was opened. It was confirmed that no harm came to the patient. The device was returned to cook on 17jan2022 and upon inspection of the returned product, the rust-like substance was noted on the proximal end near the hub and no rust was noted on the distal tip.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d9, e4, f2. Correction: b3 - date of event: either (B)(6) 2021 or (B)(6) 2021, a2, a3, a4, a5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.